Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, and weakness in the body. It was reported the patient was not admitted to a hospital. It was reported that the patient was in "day care" and "left the day care against medical advise" on the same day as date of diagnosis. On the same day of diagnosis, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal) and ceftazidime injection (500mg, three times a day, intraperitoneal) for peritonitis. Pd therapy was ongoing. Retraining for break in aseptic technique was performed. It was reported that the patient was recovering from the events. Five days after the date of diagnosis, the patient subsequently passed. The cause of death was reported as sepsis and other indications. It was not reported if an autopsy was performed. No additional information is available.